Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-may-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the station was showing an interface error. A technical support specialist (tss) noted in the case that the customer had mentioned the issue was resolved. The problem had been resolved as it was related to a hospital server issue. Proceeded to close the case.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, was showing an interface error, and patients medications were not showing in their profiles. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.